Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Visual inspection also verified the reported damage to the device control knob. The cycling issue was traced to the input manifold which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The input manifold and control knob were replaced and the device passed all testing.

Event description:
It was reported that the ventilator was not cycling breaths and the relief alarm pressure knob was broken off. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.